Event description:
Report of explant of device system due to "infected pump site" received per annual device tracking report. Repeated requests for additional info about this event have been unanswered. A supplemental medwatch report will be filed if additional info becomes available.